Event description:
Per the surgeon, the patient was explanted due to extrusion of the receiver stimulator and possible allergy to silicone. Explant information was not provided, however follow up information has been requested.